Manufacturer narrative:
(B)(4) initial emdr submitted. If follow up information is available a follow up will be submitted. (B)(4).

Event description:
One of the nurses at attempted to place the new battery for the clipper vac that we received into the charger and noticed that she saw a flash of a flame when it connected. It also had a strong electrical smell